Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024 , the patient was admitted to the hospital as an emergency, he was already in a coma and was breathing softly. The medical staff urgently performed bedside transcatheter orotracheal intubation to establish an artificial airway for the patient. The nurse checked that the endotracheal tube was intact, and the physician successfully placed the endotracheal tube into the airway and injected an appropriate amount of air into the air sac. After connecting the patient's tracheal tube to the ventilator, normal ventilation was possible , and the patient's vital signs gradually stabilized. About 3 hours later, the ventilator began to repeatedly alarm , indicating that "the patient's exhaled tidal volume was too low", the nurse quickly investigated the cause, and found that the patient's endotracheal tube airbag pressure is insufficient, the nurse had to continually add air to the cuff in order to stabilize the patient's ventilation. The patient was reported as fine with nor reported harm."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported that: "on (B)(6) 2024 , the patient was admitted to the hospital as an emergency, he was already in a coma and was breathing softly. The medical staff urgently performed bedside transcatheter orotracheal intubation to establish an artificial airway for the patient. The nurse checked that the endotracheal tube was intact, and the physician successfully placed the endotracheal tube into the airway and injected an appropriate amount of air into the air sac. After connecting the patient's tracheal tube to the ventilator, normal ventilation was possible , and the patient's vital signs gradually stabilized. About 3 hours later, the ventilator began to repeatedly alarm , indicating that "the patient's exhaled tidal volume was too low", the nurse quickly investigated the cause, and found that the patient's endotracheal tube airbag pressure is insufficient, the nurse had to continually add air to the cuff in order to stabilize the patient's ventilation. The patient was reported as fine with nor reported harm."